Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s anatomy and calcification. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was being inserted via the axillary artery graft site to support the 61-year-old male patient who had been admitted in with indication of cardiogenic shock and cardiomyopathy. The team discovered they were unable deliver the 5.5 due to native anatomy and so the pump placement was aborted. The resistance felt was at the axillary artery. There was no harm or injury noted. The delivery failure is reported, however the exchange and replacement by an ECMO/extra-corporeal membrane oxygenation, was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: corrected the UDI.